Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found that it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing assembly found that the implants are inspected after assembly to ensure they are correctly seated on the needle prior to packaging. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the application of excessive force on the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, t1 and t2 of the fast fix 360, were deployed simultaneously. The procedure was completed using a back-up device. There was a delay greater than 30 minutes and no further complications were reported.